Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope image had lines and interference over it. The issue was observed during maintenance; therefore, there was no patient or procedure involved in this event. The device was returned to olympus for a device valuation and found remnants of white crystallized contamination evident in the air/water and auxiliary channels. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the distal end adhesive was lifting, the image was intermittent, and the electrical safety test was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign substance is likely infacol (simethicone). It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The event can be detected/prevented by following the instructions for use which state: 1) "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause prevention measures are described in patient cross-contamination and/or infection." 2) "nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient prevention measures are described in cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.